Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported the pump's battery did not last long, and the pump powered off. On (B)(6) 2011, the pt obtained a blood glucose reading of 436 mg/dl and experienced the symptoms of headache and moderate urinary ketones. The pt treated himself with an insulin injection and lowered his blood glucose level to 237 mg/dl and 173 mg/dl. The pt did not seek any medical attention or treatment. Troubleshooting revealed the pt's mother had installed a used battery into the pump. The pt also reported the battery cup was secure. The pt did not use fresh batteries in the pump. The pt experienced symptoms suggesting severe hyperglycemia after the pump lost power, therefore this complaint is being reported.